Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the ECG fall-off test. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrodes (te) was pulled from the dn strain relief, damaging internal wires and creating a short on the dn pca board. The cause of the non-functional ECG electrodes and test failure is the short on the pca board. The cause of the short is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cables. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.